Manufacturer narrative:
Concomitant products: product ID 8703, lot# j92103144, implanted: (B)(6) 1994, product type catheter. (B)(4).

Event description:
The patient experienced increase in spasms and thought the pump had 'slowed down.' A catheter evaluation was performed (B)(6) 2012 in preparation for a scheduled pump replacement. The results showed nothing abnormal. The pump was replaced (B)(6) 2012 due to normal aging of the pump. A second catheter evaluation was done, again showing no abnormalities. (T#he date of the second catheter evaluation was not reported.) The patient was diagnosed with a staph infection and an axillary abscess which was believed to be the cause of increased spasms, as she had no other s/s of baclofen withdrawal, and the reservoir volume was as expected. The pump was delivering 2000 mcg/ml concentration, rate of 505 mcg/day of compounded baclofen.